Manufacturer narrative:
The failure investigation has been completed and the alleged charging issue was verified; however, the fill estimate issue could not be identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle due to usb port damage. The issue persisted across multiple usb cables. Additionally, the insulin gauge displayed an inaccurate fill estimate. The customer's blood glucose (bg) level was 210 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injections available.